Event description:
It was reported that the patient faced infusion set tubing leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for three days. The blood glucose level was high (specific value unknown) and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.